Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd did not receive samples or photos for the investigation and the material and lot number are unknown. Therefore, the investigation was limited. Complaint history and device history record review could not be completed. Technical services did reach out to the customer to review collection practices. This complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported with the use of the unspecified vacutainer blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated "blood and serum are not separating in tubes some of the time. Customer thinks it may be something in their protocol."